Manufacturer narrative:
(B)(4). Baxter hayward completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number were provided. Floseal instructions-for use (IFU) was reviewed and it was determined to be accurate and sufficient. Under the contraindication or warnings, the IFU instructs the customers to not inject or compress floseal into blood vessels and not apply floseal in the absence of active blood flow (e.g. To clamped or bypassed vessels). The IFU indicates that extensive intravascular clotting and even death may result. No trend was identified. Per hayward, no further investigation is required. Baxter medical affairs notified the customer on the appropriate use of the product as per IFU. The case will be kept on file for trending purposes.

Event description:
Patient 2 of 3: during a conversation, a doctor mentioned to baxter medical affairs that he had done a study using floseal (study title: hand-assisted laparoscopic partial nephrectomy in the porcine model using gelatin matrix hemostatic sealant without hilar occlusion). He stated in his study, instead of clamping off the renal artery with a clamp for their lap partial nephrectomy, they would use their hand for compression of the kidney, surgically remove a section of the kidney, and then apply floseal. The doctor stated he was pleased with the hemostatic effects he saw, so he decided to begin use on patients (humans). Subsequent to this he states that 2 or possibly 3 patients (circa 2004) had potential intravascular application as they experienced unexplained hypoxia and a drop in oxygen saturation post-op, however they did not experienced shortness of breath. He subsequently discontinued using floseal for this application. No further information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: floseal is indicated for hemostasis in the presence of active bleeding. This is not the case when the vessel is clamped, bypassed or compressed. The reported events are related to a use error of floseal. This risk is adequately addressed in the IFU, training programs of sales representatives and surgical peer-to-peer trainings. Documented retraining of surgeon regarding the correct floseal application with special emphasis on the application in the presence of blood flow, and outside the vascular lumen is recommended. A follow-up report will be submitted upon the review of the instructions for use with the surgeon.